Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open low anterior resection, on the lower colon, there were some rectangular unbent and bent staples scattered in the rectal stump. The surgeon used a purse string for the proximal transection and another stapler for the distal transection. The distal transection had a complete staple line. When the device was fired to complete the anastomosis and attach the distal and proximal, the staple line was not complete. There was no real ripping or tearing of tissue just two clean ends of the colon/rectum when the device was removed. The surgical time was extended by 30 minutes or more due to the product problem. The operator had to hand sew the low pelvic anastomosis and did an ileostomy because the stapler failed.